Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer performed a correction bolus via the pump to address the elevated bg and then changed out supplies to resolve the issue.